Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, h2, h3, h4, h6, h11 corrected field: g2. The device was returned to olympus for inspection, and the reported failure was confirmed.in addition, the following reportable malfunction was identified during the device evaluation: poor watertightness of cable unit. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, error code e226 was displayed. Additionally, due to poor water tightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head had error e226. This issue was identified during inspection prior to use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.